Event description:
It was reported that during patient treatment, the ventilator had incorrect peak pressure values. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator showed incorrect peak pressure values. Identification of issue has been done by analyzing problem description, service report and attached photos. The alarms for high continuous pressure and paw high have been found in device's logs. Based on provided information, the reported issue could not be duplicated by field service engineer, no parts were returned to factory for further investigation. Therefore, the exact root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/01/2010 corrected manufacture date: 08/13/2010

Event description:
Manufacturer's ref. #: (B)(4).